Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination identified no kinks or damages. No kinks were observed along the distal extrusion. A microscopic examination of the distal extrusion identified no damage. A microscopic examination of the blades identified no damage. All blades were fully bonded onto the balloon material. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the tip section found no damage. A microscopic examination of the proximal and distal markerbands identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred, requiring an additional device for removal. The 7 mm x 3.0 mm, 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 6 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be retracted at the mid-distal part of the lesion. A pre-dilatation balloon was used to dilate the proximal lesion and the device was completely withdrawn successfully from the patient body. The procedure was completed using another of the same device. No complications were reported, and patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1 : (B)(6).

Event description:
It was reported that removal difficulty occurred, requiring an additional device for removal. The 7mm x 3.0mm, 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 6mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be retracted at the mid-distal part of the lesion. A pre-dilatation balloon was used to dilate the proximal lesion and the device was completely withdrawn successfully from the patient body. The procedure was completed using another of the same device. No complications were reported, and patient was stable after the procedure.